Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. The noise was from electromagnetic interference (emi) and was oversensed leading to pacing inhibition of approximately 3.5 seconds on the right ventricular (rv) lead. The noise could not be reproduced and didn't correspond to any medical procedures. The patient is dependent, but was not symptomatic. At this time, the patient will continue to be monitored remotely and the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. The noise was from electromagnetic interference (emi) and was oversensed leading to pacing inhibition of approximately 3.5 seconds on the right ventricular (rv) lead. The noise could not be reproduced and didn't correspond to any medical procedures. The patient is dependent, but was not symptomatic. At this time, the patient will continue to be monitored remotely and the system remains in service. No adverse patient effects were reported. Additional information was received which reported that a non-invasive programmed stimulation (nips) procedure was done to the previously reported noise. It was again noted that the noise was thought to be from electromagnetic interference (emi), as it was on all three channels at the same time. The source of the emi could not be confirmed. No actions or interventions were planned or performed. The device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the device was later explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information was received which reported that the device was later explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that a non-invasive programmed stimulation (nips) procedure was done to the previously reported noise. It was again noted that the noise was thought to be from electromagnetic interference (emi), as it was on all three channels at the same time. The source of the emi could not be confirmed. No actions or interventions were planned or performed. The device remains in service. No additional adverse patient effects were reported.